Event description:
The pt was revised because of osteolysis, poly wear, and loosening of the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after fifteen years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.